Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, hemostasis was not achieved after the use of a 6/7f mynxgrip vascular closure device (vcd). Manual compression was performed and the procedure was completed. There was no reported patient injury. The device was removed after sufficient time. Additional information was requested but not provided.. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, hemostasis was not achieved after the use of a 6/7f mynxgrip vascular closure device (vcd). Manual compression was performed, and the procedure was completed. There was no reported patient injury. The device was removed after sufficient time. Additional information was requested but not provided. A non-sterile ¿mynxgrip vascular closure device 6f/7f¿ involved in the reported complaint was returned for investigation inside a clear plastic bag. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock closed. The syringe was not received for evaluation. The sealant sleeve protecting the mynxgrip sealant was observed in its manufacturing position. The sealant, procedure sheath, and advancer tube were not returned with the device. In addition, the balloon was observed to be fully deflated. The device was inspected for anomalies which may have contributed to the reported incident and no anomalies were observed during the visual analysis. The sealant and advancer tube of the returned device were not returned. Therefore, no deployment test could be performed on the returned device. However, the shuttle cartridge was able to be advanced and retracted to the black handle without issue, per the mynxgrip instructions for use (IFU). Additionally, an inflation/deflation test was performed on the balloon of the returned device, and during this evaluation, the balloon was fully inflated, and pressure was maintained. The balloon was successfully inflated and deflated in accordance with the mynxgrip instructions for use (IFU). The reported event of ¿sealant failure to achieve hemostasis¿ was not observed through analysis of the returned due to nature of the event and since the device was received fully deployed. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the patient-related conditions cannot be duplicated in the lab. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy/venotomy. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, in step 3: remove device of the IFU, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Users are also informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.